Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction case the 10 mm short flipcutter ii was used in the femur to create a socket. It slipped out of chuck and was reinserted and tightened, the surgeon continued drilling and the tip of the flipcutter broke. The broken tip was mostly recovered with a few fragments remaining. The fragments were confirmed via x-ray. The case was completed using another 10 mm flipcutter with no issue. No patient injury was reported.